Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, it was noted that there was an increase in the left ventricular pacing threshold where lead dislodgement was alleged. Reprogramming was conducted to resolve the event and the patient was stable.